Manufacturer narrative:
One cadd extension set was returned for analysis in used condition. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. The leak test was performed using hydrostat vessel and no leak was detected. Prior to packaging, a sample of 32 units was taken in order to verify that all bonds were properly bonded; no discrepancies were found. No root cause or corrective action has been determined since the complaint was not confirmed.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd extension set was leaking at the filter. The reported event was observed on third day after starting the therapy. There was no patient injury due to the reported event.